Event description:
It was reported "PICC kinked at 7cm intraluminal and also at wings." The PICC was removed due to a thrombus in the arm a cicc was required to be inserted to continue IV antibiotics. The customer is unsure whether the PICC kinking was contributory to catheter related thrombosis. The patient declined the cicc and is currently receiving antibiotics via piv. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Corrected data: section d.1.-brand name corrected to arrow pi PICC 1l 4frx55cm w/130cm hydr nit swg. Section d.4.-catalog# corrected to pr-35541-hphnl. Section d.4.-device identifier# corrected to (B)(4). Section d.4.-UDI# corrected to (B)(4). The customer returned one single-lumen PICC for analysis. Signs of use were observed on the catheter body. Visual analysis revealed the catheter body had one distinct kink adjacent to the juncture hub. The distal end of the catheter body was intentionally severed and was not returned. The customer reported another kink "at 7cm intraluminal" which suggests the other kink was in the severed portion of the catheter body. The kink on catheter body measured 4 mm from the juncture hub. The length of the catheter body measured 40.60 cm, which is not within the specification limits of 55.86-57.77 cm per catheter product drawing; therefore, at least 5.26 cm of the catheter body was severed. The outer diameter of the catheter body measured 0.056", which is within the specification limits of 0.054"-0.057" per catheter product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture." The lumen was flushed using a lab inventory syringe filled with water and the lumen flushed as intended without signs of leaks or blockages. The customer also reported that the patient was on antiplatelet medication to prevent blood clots; however, a thrombus formed outside the catheter within the basilic vein. The IFU provided with this kit warns, "contraindications: the pressure injectable PICC is contraindicated wherever there is presence of device related infections or presence of thrombosis in the intended insertion vessel or catheter pathway. Clinical assessment of the patient must be completed to ensure no contraindications exist." Additionally, clinical and medical affairs (cma) was consulted as a part of this complaint investigation, and they stated that it cannot be determined whether the catheter kink contributed to the reported thrombus based on the available information. Patients with piccs inserted have a higher risk of thrombosis and clinicians must be aware of these complications or undesirable side-effects. Device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accompl ished, radiographic visualization should be obtained and further consultation requested. Precaution: catheter should not be forcibly removed, doing so may result in catheter breakage and embolization. Follow institutional policies and procedures for difficult to remove catheter." The customer report of a kinked catheter was confirmed through complaint investigation of the returned sample. The returned catheter had one kink adjacent to the juncture hub. Despite this, the catheter passed all relevant dimensional and functional requirements with no evidence of a manufacturing issue. The IFU provided with this kit warns, "contraindications: the pressure injectable PICC is contraindicated wherever there is presence of device related infections or presence of thrombosis in the intended insertion vessel or catheter pathway. Clinical assessment of the patient must be completed to ensure no contraindications exist." Additionally, clinical medical affairs stated that it cannot be determined whether the catheter kink contributed to the reported thrombus based on the available information. Patients with piccs inserted have a higher risk of thrombosis and clinicians must be aware of these complications or undesirable side-effects. Based on the customer report that the damage was observed during use and evaluation of the sample received, it was determined that unintentional use error likely caused or contributed to the kink in the catheter. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "PICC kinked at 7cm intraluminal and also at wings." The PICC was removed due to a thrombus in the arm a cicc was required to be inserted to continue IV antibiotics. The customer is unsure whether the PICC kinking was contributory to catheter related thrombosis. The patient declined the cicc and is currently receiving antibiotics via piv. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).